Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of the ventricular pacing on the atrial channel, which resulted in inappropriate atrial tachy responses (atrs). It was noted that the patient felt a higher heart rate from the atr pacing. Technical services (ts) reviewed the reports and agreed that the atrs were inappropriate. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of the ventricular pacing on the atrial channel, which resulted in inappropriate atrial tachy responses (atrs). It was noted that the patient felt a higher heart rate from the atr pacing. Technical services (ts) reviewed the reports and agreed that the atrs were inappropriate. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was reprogrammed due to the farfield oversensing. As a result, atrial signals were undersensed intermittently. Ts advised a reprogramming option. The device remains in use. No adverse patient effects were reported.